Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. Implant date: unknown. Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2018 due to a broken multiloc nail and nonunion of left distal humerus. The nail was removed, the nonunion was reduced, and an extra articular distal humerus plate was applied. The surgeon opted to utilize 5 cc of vivigen bone graft to the nonunion site. The surgeon believes the construct was originally implanted a couple of months ago (by another surgeon/facility). The surgeon stated that the nail broke due to nonunion; the nail broke at the nonunion site at the most proximal of the distal locking holes. Patient had a previous nonunion and was revised with this nail. No information about first procedure or implants is available. Screws and end cap came out easily but nail took some time. Procedure completed successfully. This complaint involves 1 (one) device. Concomitant devices: end-cap (part#: 04.019.015, lot #: unk, qty: 1). Multiloc screw (part #: 04.019.044, lot #: unk, qty: 1). Locking screw (part #: 04.005.418, lot #: unk, qty: 1). This complaint is for one (1) nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review could not completed as provided part and lot number combination is unknown in our records. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.